Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field.

Event description:
Boston scientific received information that during the implant procedure the physician was unable to fully insert the right atrial (ra) lead into the header of this implantable cardioverter defibrillator (ICD). A new ICD was given to the physician and she was able to insert the ra lead successfully after placing tissue oils on the lead. This ICD was attempted and not implanted. No adverse patient effects were reported.